Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Evaluation of retention sample from lot 122317f and batch record review are in process. Two similar reports for lot 122317f. Additional information was requested from the consumer on 10/23/2007, 10/26/2007, 11/08/2007, and 11/13/2007. Information was provided by the consumer on 10/23/2007 and 11/13/2007.

Event description:
A consumer reported that he and his wife experienced similar symptoms while using the same bottle of this product. He stated that in 2007, he experienced ocular burning, redness, itching and pain. The consumer indicated an optometrist diagnosed "conjunctivitis" and treated him with an ophthalmic antibiotic/steroid medication and an ocular lubricant. He discontinued contact lens wear (acuvue) and product use. He indicated symptoms resolved within approx one and a half weeks. He has not resumed contact lens wear or product use and his eyes are fine, per consumer. He had previously worn contacts for twenty-five years. The consumer reported that in two months later, his wife experienced severe light sensitivity, ocular pain, and burning with use of this bottle of product. The consumer's wife stated an optometrist diagnosed "chemical burn" and treated her with an antibiotic ointment. The consumer's wife discontinued contact lens wear (focus) and product use. The symptoms resolved in about one week and her eyes are fine, per the consumer's wife. She indicated she initiated contact lens wear in the summer 2007. The consumer stated the optometrist felt the fact that he and his wife had similar symptoms and they used the same bottle of product suggests a relationship of the product to the symptoms. Two medwatch reports filed for this report: 1610287-2007-00057 (husband); 1610287-2007-00058 (wife).